Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device has no audible sound. The device was not in clinical use when the issue was discovered.